Event description:
It was observed that during the device evaluation, the subject device exhibited flooding and image abnormality. There was no patient involvement.

Manufacturer narrative:
E3-non-healthcare professional; e2-no. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.